Event description:
Potential for injury associated with the joystick on an m41 power chair displaying flash codes and the chair is not turning off. The chair not turning off creates the potential for unintended movement when the user attempts to enter or exit the chair. .